Event description:
The company received information that suggested that the neck plate became separated from the tube hub while in patient use for about 2-3 weeks. The customer reported that the sample will not be returned due to mrsa contamination. The customer reported that the patient was re-intubated and there was no patient harm.